Event description:
It was reported that the patient had a sudden loss of therapeutic effect from their implantable neurostimulator (ins). There was no known accident or incident related to the onset of this issue. However, the patient was told by the manufacturer¿s representative that they would need to have the ins replaced in the near future. It was believed that this was why the device was not helping with their symptom relief even though they had adjusted the setting up and that the stimulation was on. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v712899, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient's ins battery was dead and was replaced a few weeks prior to report. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. If additional information is received, a follow-up report will be sent.